Manufacturer narrative:
It was reported that the patient underwent a spine procedure on unknown date and a drain was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and a drain was implanted. During the procedure, the reservoir stopped to suction as the reservoir bag swelled and air leakage of the drain occurred. The tube was replaced and after that, the device worked properly. There was no adverse patient consequence reported. Additional information has been requested.

Manufacturer narrative:
The actual device was returned for evaluation. Visual inspection indicates a cut hole in the tied area on the drain. This could have been caused during installation.